Event description:
Pt underwent a suboccipital craniectomy and c1 laminectomy with dural patch graft in 2003, they were discharged 6 days later. Pt returned to e.d. The following day with complain of worsened headache, fever. Readmitted post-op meningitis. Returned to o.r. Two days later revision of suboccipital craniectomy for I&d with placement of evd catheter dural graft removed at that time.